Event description:
Risk manager states pt with history of cancer going into a long-term care facility had a peg placed. The tube went in successfully; however a day or two later signs of pneumoperitoneum were noticed. A CT scan was performed. It was thought that air and stomach fluid leaked from the pt's stomcah. Per risk manager, the balloon is spherical and it did not adhere to the stomach wall properly. Per hosp spokesman, pt expired from multiple systems failure in 2003. She stated that she did not believe the pt was fed through the device.